Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 2, 2023. Upon further investigation of the reported event, the following information is new and/or changed: a2 (added patient's age) d9 (device availability - added date returned to manufacturer) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information) h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date); g3 (date received by manufacturer) ; g6 (indication that this is a follow-up report) ; h2 (follow-up due to additional information and device evaluation); h3 (device evaluated by manufacturer); h4 (device manufacture date); h6 (identification of evaluation codes 10, 3331, 213, 67). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 3331 - analysis of production records. Investigation findings: 213 - no device problem found. Investigation conclusions: 67 - no problem detected. The returned sample was visually inspected upon receipt and was found to have no anomalies. The actual sample, after having been rinsed and dried, was tested for its o2 transfer performance and co2 removal performance. As a result, no anomalies were revealed in the gas transfer performance with the obtained values meeting the factory¿s specifications. Review of the pump record confirmed the blood gas data; however, blood flow rate were unknown, and the cause of poor gas exchange could not be read. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: (B)(4). Health effect - impact code: (B)(4). Health effect - clinical code: (B)(4). Medical device problem code: (B)(4). Investigation findings: (B)(4). Investigation conclusions: (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, they noticed that the gas performance was not given. It is unknown if there was a delay in the procedure, and if there was any blood loss. Terumo continues to attempt to gain more information regarding this event from the user facility. As per user facility, already at hlm start it was noticed that the gas performance was not given. Hlm was stopped and the oxygenator was replaced, then the bypass was started again. The patient is doing well because the error was noticed and eliminated immediately. No health consequences or impact. Product was changed out. Procedure completed successfully.